Manufacturer narrative:
(B)(4). A device history record review could not be performed as the lot number provided does not match the product code reported in the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that would not clip on first use. There was no patient injury.

Event description:
It was reported that would not clip on first use. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73c1800633 was manufactured on 04/02/2018 a total of (B)(4) pieces. Lot was released on 04/17/2018. DHR investigation did not show issues related to complaint. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws due to the bent jaws. Another attempt was made and the next clip was able to properly load into the jaws of the applier and close. The next 3 clips were unable to load properly but the 6th clip was able to properly load and was successfully applied to over-stressed surgical tubing. The final 2 clips were also unable to load properly due to the bent jaws. The device was disassembled in order to inspect the internal components. Upon disassembly, no damages other than the bent jaws were observed. The sample was returned with 8 clips remaining indicating that 7 clips were fired by the end user. The damage to the jaws prevented the clips from properly loading. Based on the uniform bend to both jaws, it appears that they were damaged during use. Reference file anp (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "wouldn't clip on first use" was confirmed based upon the sample received. Upon functional inspection, it was found that the both jaws were bent which prevented the clips from consistently loading properly. Based on the uniform bend to both jaws, it appears that they were damaged during use. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.